Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that introducer needle fractured while in the body. Customer's blood glucose value was 79 mg/dl at the time of the incident. Customer reports the introducer needle is no longer in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. Sensor will be return for analysis.

Manufacturer narrative:
Checked introducer needles for burrs/hooks and dull needle tip defects and none were found. The introducer needles passed per specifications. The needles were retracted inside the needle hub.